Manufacturer narrative:
Emdr section h6, codes b, c, d updated to reflect results of investigation.

Event description:
On (B)(6), 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheter. (Hereinafter balloon). During the procedure, immediately after touching up the proximal end of the trunk-ipsilateral leg component with the balloon, the angiography showed an ostial dissection of the left renal artery. For treatment, a bare metal stent (express¿ vascular sd 6.0 mm, boston scientific corporation) was added to the dissected area. The patient tolerated the procedure. The physician commented that a large amount of thrombus was present around the aortic neck, and he inflated the balloon with its proximal portion protruding out of the stent graft.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.